Event description:
It was reported that during an atrial fibrillation procedure, after isolating the pulmonary veins, an ablation line was performed in the coronary sinus. The patient was still in tachycardia, so a flutter line was going to be attempted on the left side. Ice image revealed a very slight pericardial effusion along the lateral wall of the right ventricle. Blood pressure was on the lower side of normal, but was not too concerning at the time. A second physician's opinion was requested, and in the moments leading to the physician arrival, the effusion grew within the pericardial space. A pericardiocentesis was performed and the patient was in stable condition. The rf generator was set to "power-control" mode during use, ranging between 25-30 watts. A non-bwi long sheath (sl1) was also used during the procedure. Patient's anticoagulation was maintained at 300-350's.

Manufacturer narrative:
The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. Concomitant products used during the procedure: carto 3 system: model #: m-4800-01, serial #: (B)(4); cool flow irrigation pump: model #: m-5491-02, serial #: (B)(4); stockert rf generator: model #:m-5463-01, serial #: (B)(4); c3 ez steer cs with auto ID catheter (device was discarded by the customer/ not returned for investigation): model #: d-1263-07-s, lot #.: 15697441m; generic lasso catheter (device was discarded by the customer/ not returned for investigation): model #: unknown, lot #.: unknown; acunav 8f-90 catheter (device was discarded by the customer/ not returned for investigation): model #: m-5723-09, lot #.: 065167. Regarding the biosense webster systems, the customer was contacted by bwi field service engineer. The hospital ep lab staff advised that this issue was not related to bwi systems. The customer declined system service. (B)(4).